Event description:
The surgeon implanted the cc4204bf collamer plate lens but it became stuck in the cartridge and tore as it was being ejected. The lens was implanted and removed with no pt injury or complications. The nurse stated it was unk as to why the lens became stuck and tore.

Event description:
The surgeon attempted to implant a lens but it became stuck in the cartridge prior to being implanted. There was no patient contact or injury. An indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to recall the lot numbers.